Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported that a color chip failure occurred. The device was not changed out. The user reported the surgical procedure was completed successfully and there were no reported adverse consequences to a patient as a result of this event.